Event description:
A customer reported experiencing a past high blood glucose event, with the specific value described as "high". Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Technical support recommended that the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.